Event description:
It was reported that an air detector was disconnected. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a damaged dso seal delaminated, dso sensor defective, and air detector disconnected. The air detector, dso seal and dso sensor were replaced. The device then passed all functional tests. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.